Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the (B)(6) wire was used as a guiding wire for a cup and cone reamer during an arthrodesis procedure on (B)(6) 2015. The postoperative check-up x-ray, taken on (B)(6) 2015, revealed the tip of the (B)(6) wire had broken off in the interphalangeal joint of the patient¿s great toe. The tip of the kirschner wire was removed using an open reduction procedure on (B)(6) 2015. The patient reported considerable pain in the operation wound site and was unable to mobilize. Mobilization with the aid of an adapted therapeutic shoe was achieved at room level and the patient was discharged from hospital on (B)(6) 2015. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient initials are (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device is an instrument and is not implanted/explanted. Reporter phone number: (B)(6). (B)(4). Without a lot number the device history records review could not be completed. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product investigation summary: a broken kirschner wire (piece of tip) was received. Unfortunately, as no detailed clinical information is available, it cannot be determined what circumstances led to this event. It is likely that there was a complication during operation that caused this problem. The examination of the raw material testing certificates and the manufacturing papers was not possible as no lot number was provided. Too much mechanical force, well beyond its calculated design, was likely applied during insertion. No product fault could be detected. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.